Event description:
In 2009, the pt reported that she does not believe her infusion device is working properly. She stated that she has been in an out of the hosp and she is unable to regulate her blood glucose readings. She was treated with fluid IV's while hospitalized. She disconnected from the infusion device and she switched to injection therapy. While using injection therapy, her blood glucose elevated to 500-600 mg/dl. She stated that she changes the infusion site and tubing once per week. She was advised to change the infusion site every 3 days. She inserted a battery into the infusion device and e8 (power interrupt) was displayed. She cleared the error and a2 (battery low) was displayed and then a1 (cartridge low) was displayed. There were only 10 units of insulin remaining in the infusion device. She stated that the basal rates of her infusion device changed from 1.7 u/h to 0.6 u/h and she did not change them. She stated that she does not believe the hosp staff changed the basal rates either. Product was replaced and requested to be returned for evaluation.